Event description:
It was reported that an std + lcs rp bearing (size 15mm) appears to be mismarked as a size 17.5mm. Packing indicated 15mm matched up to trial insert, but final implant was larger.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The reported problem is unconfirmed. The submitted tibial insert was dimensionally and visually inspected and found to meet specifications. A complaint database search did not show any additional reports against the lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.